Event description:
A patient presented to hospital with chest pain, hemodynamic instability, dyspnea, a pulsatile abdominal mass, and bilateral leg swe lling. A cta performed showed a 63 mm ruptured aiaa with a large primary iliocaval fistula between the right common iliac artery (diameter, 50 mm) and the iliocaval venous confluence. First the physician performed a phlebography through the left common femoral vein using a short 6fr sheath, but it did not show the iliocaval fistula. Then, the left femoral vein was surgically exposed and a 30 cm 12fr sheath placed in it. A second phlebography through this sheath also failed to reveal the fistula due to its high flow, and therefore it was decided to perform an endovascular occlusion of the iliocaval venous confluence with a reliant catheterballoon using the top of the fifth lumbar vertebra as a reference. A midline transperitoneal approach was used for aortoiliac exposure. The infrarenal aorta was clamped and the reliant balloon inflated; direct visualization of the balloon after opening the aortic sac showed no venous bleeding inside the aneurysm sac. The fistula was closed with continuous suturing. The patient then underwent open repair with a an aortobifemoral bypass with a non bifurcated prosthetic graft. There were no immediate postoperative complications, but the patient presented with left hemiplegia due to an acute ischemic stroke of the right middle cerebral artery territory 30 days after surgery. The patient had no extra neurological symptoms and was discharged to continue physician rehabilitation. A cta performed 1 month later showed no complications.

Manufacturer narrative:
Medtronic recieved the following information from a journal article entitled ; endovascular occlusion of iliocaval confluence during surgical repair of iliocaval fistula due to ruptured abdominal aortoiliac aneurysm tenezaca-sari x, constenla-garcía I, gil-sala d, tello-díaz c, flota-ruiz d, bellmunt-montoya s vasc endovascular surg. 2022 may;56(4):420-423 doi: 10.1177/15385744221077818 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received: it was reported that according to the physicians, the stroke has no apparent connection with the reliant balloon, but due to a patient fistula. As the stroke was confirmed as not related to the reliant balloon, there is no complaint against the reliant. No other adverse events or malfunctions were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.